Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not completely charge up to 150 joules. There was no patient involvement.